Event description:
This is a report of a patient who experienced a touch contamination resulting in peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was hospitalized for the event. Treatment information was not reported and on a later date, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis.

Manufacturer narrative:
(B)(4). The cause of the peritonitis was a use error reported to be a break in aseptic technique/touch contamination by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.